Event description:
Inappropriate shocks occurred due to lead conductor partially broken. The lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 received notification that lead was explanted on (B)(6) 2022.-

Manufacturer narrative:
(B)(6) 2022 received notification that lead was explanted on (B)(6) 2022 upon receipt, the lead was found cut 56 cm proximal to the lead tip. The distal fragment was returned for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed approximately between 10 cm and 8 cm proximal to the lead tip that the insulation was found rubbed through. In this region the conductor cable leading to the ring electrode was found fractured. The above mentioned damages are assumed to be the root cause of the reported inappropriate shocks. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the shock coils were found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.